Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. Due to the described conditions, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken shaft condition may occur as a result of excessive manipulation or rough handling by the end user. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while being applied on the stomach, when the surgeon started firing, the distal part of the shaft broke off. The staple line was incomplete distally. The devices were replaced to complete the case. There was no patient injury.